Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be due to suction port break and "dimensions of suction port not to specification". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bard was unable to determine the associated labeling to review.

Event description:
It was reported that the patient was getting out of the chair abruptly and unassisted. Hemovac tubing disconnected from the hemovac while the patient turned around and the nurse had blood splashed on her face because of disconnect. The patient also stated that the tube has been falling off the drain since surgery. The device has noted to disconnect even when lying still and staff has been using tape to secure the tubing.